Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant products: m2a-magnum mod hd sz 58mm catalog#: 157458 lot#: 724510, m2a-magnum pf cup 64odx58id catalog#: us157864 lot#: 488470, taperloc por fmrl 17.5x155 catalog#: 103209 lot#: 741160. Reported event was confirmed through review of medical records. Device history record was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent a right total hip revision surgery approximately 8 years post-implantation, due to pain, discomfort, soreness, metallosis and elevated levels of cobalt and chromium. During the surgery, significant metallosis was found in the soft tissue. The femoral head was removed with a punch and mallet which showed trunnion metallosis. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-02486. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.